Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. Correction in the field: e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely that the operation failure is generated by the main board becoming hot to a certain temperature or more with the lapse of time from the start up, but the fundamental factor leading to the board failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was found to be caused by a defective printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that about 30 minutes after turning on the power when doing a gastric examination, the image turns into stripes on the video system center. The reported issue occurred during preparation for use. The intended diagnostic procedure was completed with another similar device. The patient was not anesthetized and there were no reports of patient harm or impact associated with the reported event.